Manufacturer narrative:
Device passed displacement test. However, unit alarmed a33 during basic occlusion test due to loose or protruded drive support disk noted. The test reservoir p-cap was able to lock in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system alarm during seating the force sensor did not detect the reservoir. It was reported that the customer was treated manually. Customer stated that the drive support cap was loose. Customer states insulin was squirting out during the manual prime process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.